Event description:
On august 11th, 2021 we have been informed about an incident involving a skintact dispersive electrode. A transurethral resection of bladder tumour procedure was performed at university hospital plymouth nhs trust in UK. A non-monitoring dispersive electrode (model skintact rsw05) and a cqms equipped olympus esg-400 generator have been used. The initial report specified that: "patient was undergoing a transurethral resection of bladder tumour for a new bladder cancer diagnosis. Mr sells was the operating consultant. During the procedure a smell of burning was noticed. It appears as if the diathermy plate had become loose. This resulted in damage to the plate and a burn to the patients left lateral thigh. The plastics registrar kindly attended freedom 1 to review recommending dressings and a burns follow up (...)." After several requests we have received a completed questionnaire and 4 pictures. Two are showing the burnt spot and two are showing the involved device. In the questionnaire it was disclosed that the procedure lasted for 45 minutes. The body type was described as "average build, white british" and skin type as normal. The patient was lying in lithotomy position. The dispersive electrode was placed on the outside of the left thigh. The patient skin was not cleaned, not shaven, not disinfected, not dried and no ointment had been used. Requesting if the electrode was adhering well to the patient skin it was specified:" it appeared to be placed correctly when reviewed." The generator output was described as "turbt (monopolar)". The generator output was not raised during surgery. During the procedure a "burning smell noted. Operating ceased. Full inspection of patient and equipment revealed burn." Was discovered. The user explained the injury as "full thickness burn". The injury care was described as "dressing changes. Antibiotics. Recurrent trips to plastics outpatients". We additionally received two photos showing the patients injury assuming one taken at the time the injury occured. (Reviewing this picture we judged the injury as a third degree burn). The second picture is showing the same part of the body nearly healed. Two further photos show the gel side of the concerned dispersive electrode showing in the right lower corner a burnt spot when viewed on the gel side connecting tab up. We only could estimate about the size of the burnt spot assuming about 2,5cm x 1cm. The second picture is showing the back side of the concerned dispersive electrode.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved devices have not been made available to us. The IFU specifically states "if the electrosurgical device is equipped with a system for monitoring neutral electrode contact quality (such as rem¿, nessy ®, arm¿, etc.), always use a split electrode. A contact quality monitoring system may not work in conjunction with an unsplit electrode, meaning that the loss of secure contact between the patient and the neutral electrode will not trigger an audible alarm." The olympus esg-400 generator is equipped with an electrode contact quality monitoring system "cqm" which only works with a monitoring electrode ("split). An unsplit non-monitoring electrode was used. The use of a split electrode could have prevented the burns. We conclude that the use of a unsplit non-monitoring electrode has contributed to the event. No further conclusion can be drawn. We therefore consider the investigation closed and also close the complaint.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved devices have not been made available to us. After several requests for further information none has been made available to us. No conclusion can be drawn what might have caused the incident. We will provide a follow-up report once we receive further information.

Event description:
On (B)(6) 2021 we have been informed about an incident involving a skintact dispersive electrode. A transurethral resection of bladder tumour procedure was performed at university hospital (B)(6). A non-monitoring dispersive electrode (model skintact rsw05) and an unknown generator have been used. The initial report specified that: "patient was undergoing a transurethral resection of bladder tumour for a new bladder cancer diagnosis. Mr (B)(6) was the operating consultant. During the procedure a smell of burning was noticed. It appears as if the diathermy plate had become loose. This resulted in damage to the plate and a burn to the patients left lateral thigh. The plastics registrar kindly attended freedom 1 to review recommending dressings and a burns follow up." No information has been received about the generator model, the power settings, if the power settings have been raised during surgery, the patient, how the skin was prepared prior procedure and the state of the injury and its treatment.